Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unit's pin was missing from depth adjustment where marked with arrow. The issue occurred prior to surgery. Subsequently this caused no patient harm and the start of the surgery was delayed but the surgery time did not increase. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that there was a part missing from the depth adjustment. On (B)(6) 2018, it was clarified that the issue occurred before surgery. There was no harm, injury or adverse events associated with the reported issue. There was a delay reported. Another device was used to complete the surgery. There was no problem with the graft. On (B)(6) 2018, it was further clarified that the start of surgery on delayed. The actual time in surgery was not affected or extended. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports. The last repair was (B)(6) 2016 where it was reported that there was a missing plate locking screw and the machine head, semi-circle bearings, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, and reciprocating arm were replaced. This is not a related issue. Product review of the air dermatome by (B)(4) on (B)(6) 2018 revealed that there was a missing side screw from the depth gauge. The head was worn since there were nicks on the surface. The depth bar found to have some side play. The 4 inch width plate was worn. The hose had a 07/04 marking and the inner tube was hard. The outer tube was worn. The inner tube had been repaired at some stage with the non-original clamps. Repair of the air dermatome was not performed by zimmer biomet surgical since the customer has not made a decision on the repair quote at the time of this investigation. The reported event ¿there was a part missing from the depth adjustment¿ was confirmed since during product review there was a missing side screw from the depth gauge. The root cause of the missing screw from the depth adjustment cannot be specifically determined with the provided information since it is unknown how the screw became missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.